Event description:
The customer reported on removal of the nasogastric tube, 30cm of tubing was missing. Dissection/separation of the tube within the polyurethane tubing section. The fine bore nasogastric tube separated/broke in half. The connection end was removed, however the remainder of the distal end of the tube was not retrieved from the patient.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. There were no photos or physical samples received for investigation. Based on all available information, we were unable to confirm the reported condition or determine the root cause. Staff has been notified of the reported condition to raise awareness. If a sample or additional information is received at a later date, the investigation will be updated accordingly. All information received will be used for tracking and trending purposes.

Event description:
The customer reported on removal of the nasogastric tube, 30cm of tubing was missing. Dissection/separation of the tube within the polyurethane tubing section. The fine bore nasogastric tube separated/broke in half. The connection end was removed, however the remainder of the distal end of the tube was not retrieved from the patient. Per additional information provided on 26 nov 2024, imaging was performed and the retained tube was visible on x-ray. As of november 07th, the retained portion of the tube had not yet been removed from the patient and a new feeding tube had not been placed. As of december 02, 2024, no further updates are available at this time.